Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600-650 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not known. Date of event is approximate. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.